Manufacturer narrative:
Additional information: cec adjudicated mi as no event, no side branch occlusion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two resolute onyx drug-eluting stents were implanted in the lad. On the same day, patient suffered pci related myocardial infarction. Patient status is unknown. Investigator assessed event is not related to device or antiplatelet.